Manufacturer narrative:
H3: analysis of the pipeline device (lot# b304388) the pushwire and phenom 27 catheter were returned within the inner pouch and outer carton. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. The catheter tip, marker and body were examined; no damages were found. No other anomalies were observed. The total and usable lengths of the phenom 27 catheter were found within specifications. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub, lumen and tip with no issues. Based on the returned devices, the customer complaint was not confirmed as the pushwire was returned without the braid. In addition, no damages were found with the pushwire and catheter. The cause could not be determined. There was no non-conformance to specifications identified that led to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after the system was delivered in place, due to concerns about imaging basilar artery branch blood flow, deployment in situ at the intersection of the vertebrobasilar artery was taken to deploy pipeline flex. After the deployment was completed, the anchoring position was in the planned landing zone. However, during the subsequent angiography, it was found that the pipeline had slipped down to the aneurysm carotid ostium, it almost fell into the aneurysm. Finally, only a new ped-475-25 was used, bridging from the distal end. It was finally treated and the surgery was completed. The cause of the migration was considered that the poor adherence to the wall caused insufficient gripping force, which in turn caused slipping after deployment. The pipeline was implanted at the intended location. It was unknown if full wall apposition was achieved. No side branches were covered by the pipeline. The pipeline was used for an indication that is not approved (off-label); it was used for right side of vertebral artery fusiform aneurysm. The pipeline and any accessory devices were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a fusiform, unruptured right side vertebral artery aneurysm with a max diameter of 11.68 mm and a 11.68 mm neck diameter. The landing zone was 4.28 mm at the distal end and 3.85 at the proximal end. It was noted the patient's vessel tortuosity was normal. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was the blood flow was slowed down.   Ancillary devices include a ev3 phenom27 microcatheter.